Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusion set fell off events on 2024. Some of the infusion set was in use for a day and others a day and half . The glucose level was 500 mg/dl. No further information available

Manufacturer narrative:
Initial and final MDR 1899422 - MDR 3003442380-2024-10795 - device 1 of 6